Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been in the 300 mg/dl and 400 mg/dl ranges. The patient experienced thirst as a symptom of his there was an air bubble in the tubing that she was unable to purge. During troubleshooting there were no anomalies noted with the site or insulin pump. The insulin pump was not returned for analysis.